Manufacturer narrative:
Additional information: per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. All of the devices were discarded and were not available for evaluation. No imagery from the case was available for review. Without the device return, visual inspection, functional testing and dimensional analysis were unable to be completed. During the balloon manufacturing process, the balloon dimensions are 100% inspected, including the balloon diameter and wall thickness. The balloon component is also 100% visually inspected for defects including witness lines and contamination, crow¿s feet, scratches gel-spots and fish eyes. The delivery system undergoes 100% inspection during the pleat and fold process. The entire device is also 100% visually inspected for visual defects. The delivery system undergoes leak testing. Following the leak test, the balloon cover and inflation balloon are inspected for any damage. A balloon burst pressure test is also performed on sample devices during the product verification testing. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported event. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the exact cause of the reported valve alignment difficulty and torn delivery system balloon cannot be confirmed. Patient anatomy (vascular tortuosity) can impact the position of the device, potentially causing additional force needed for alignment, resulting in friction between the balloon and flex shaft. Available information suggests that procedural factors (manipulation of the devices), in addition to patient factors (mild access vessel tortuosity, severe rvot tortuosity) likely contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
During a transvenous pulmonic valve replacement procedure, a 29mm sapien 3 valve could not be aligned on the delivery system balloon. After several attempts, the valve and delivery system were pulled back into the sheath, approximately 5mm, and all of the devices, valve, delivery system and sheath, were removed from the patient. No injury to the patient was reported. Upon withdrawal, the delivery system was observed to be ¿bunched¿ at the tip and the balloon catheter was ¿separated¿ from the balloon. A new sapien 3 valve, delivery system and sheath were then prepared and successfully deployed in the native pulmonic valve. The procedure was completed and the patient was transferred in stable condition. Mild tortuosity of the access vessels (femoral/iliac veins) was reported. Severe tortuosity of the rvot was reported. All devices were discarded and are not available for evaluation.